Event description:
It was reported that the heartmate mobile power unit (mpu) had a small crack on the bottom cover. The unit was removed from use and returned for servicing.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit having a damaged bottom cover was confirmed via visual analysis of the returned product. The heartmate mobile power unit (serial number (B)(4)) was returned and evaluated at the european distribution center. During the evaluation, a cracked bottom cover was noted, confirming the reported event. A power on/off inspection was completed, and the system booted up as intended with no issues or alarms active. The unit was functionally tested and operated without issue or atypical alarms active. The system functioned as intended. The damaged bottom cover was replaced, and preventative maintenance was performed on the unit. The system then underwent a full functional checkout and passed all steps without issue. The unit operated as intended despite the damage to the unit. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial #: (B)(4)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook under section 6 ¿caring for the equipment¿ describes how to care for all equipment, including the power module patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance, including inspecting the patient cable and housing. Heartmate 3 instructions for use (IFU), under section 8 ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use, including the patient cable. Heartmate 3 patient handbook, and heartmate 3 IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.